Event description:
The customer reported that insulin squirted out during the manual prime process, and the device was stuck in the prime loop. The blood glucose reading was 150mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The customer mentioned that the insulin pump alarmed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had missing end cap sticker.